Manufacturer narrative:
Evaluation of (B)(4) identified depositions of fixed denatured blood in the inlet tube, inflow knitted graft, inlet elbow, outlet elbow, inlet stator, outlet stator, and rotor body. All of these observed depositions appeared consistent with an interruption of flow. It was reported that the pump was stopped prior to explant, which may have cause the observed depositions. However, it is possible that the depositions were present prior to the pump stopping. Furthermore, the presence of contact marks on the rotor suggest that a deposition was likely present while the device was supporting the patient. Although a root cause for the observed deposition could not be conclusively determined through this evaluation, they were obstructing the blood flow path and could have contributed to the reported elevated powers and thrombus symptoms. Additionally, the rotor bearing ball revealed a dark red, fixed, laminated deposition. The deposition was consistent with denatured blood and had a ring-like structure, which are indications that it likely developed over an undetermined period of time while the pump was in operation. The duration of its presence in the pump could not be conclusively determined. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 month. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with uncontrolled hypertension and suspected thrombosis. The patient was experiencing a painful burning sensation in the left upper quadrant that was reportedly related to heat coming from the pump. At the time of the event the patient was on full dose aspirin and coumadin with an inr target of 2.0-2.5; however, the patient's inr was 1.1-1.3 at the time. Sustained pump power elevation at 12 watts was also reported. The pump was turned off on (B)(6) 2015 and the patient was placed on inotropic support. The patient received a pump exchange on (B)(6) 2016 for suspected pump thrombosis.